Event description:
On (B)(6) 2021 I had ultherapy on my chest and neck. During the treatment on my chest, it was extremely painful. Later that same day blistering and raised keloids became visible and I contacted the practice. They informed me that blistering and lines were normal. A few hours later they asked me to send pictures. They've prescribed me a steroid cream which I've been using for 2 weeks with no improvement. I feel like either the device was defective or the nurse completing the treatment used the incorrect depth which caused this damage to my skin. FDA safety report ID# (B)(4).